Manufacturer narrative:
Results, conclusion: event is most likely procedural related - the device was inflated multiple times in a severely calcified lesion. (B)(4).

Event description:
The physician was treating a below the knee diffuse lesion; anterior tibial artery and the arteria fibularis with an amphiprion deep pta balloon. The amphiprion deep was inspected and prepped prior to use with no issues noted. The lesion exhibited 90% stenosis, severe calcification, and minimal tortuosity. Using antegrade puncture the physician inserted a 0.014" miracle guidewire and advanced the amphiprion deep to the lesion. There were 3 dilatations up to 8 atm for approximately 60-90 seconds. The device was not moved between inflations. It is unknown if sufficient time was given to the balloon to deflate prior attempting to remove the device from the patient, however, the balloon was removed without difficulty. During the final angiography, the physician saw a black marker that seemed to belong to the balloon in the middle of the sfa. The piece of balloon was removed from the artery with a mp catheter and a cross it wire. Patient is well, no problems ongoing. No other clinical sequelae were reported for this event. Image review: a review of the images provided show guide wire positioning and placement of a 30 mm balloon below the knee. No images of the amphiprion balloon were provided. Evaluation summary: traces of blood were detected on the balloon and on the shaft. The balloon was unfolded, but no traces of radio opaque solution detected. The hypotube was kinked approximately 53 cm from the hub. The shaft and hypotube was broken at about 30 mm from the monorail welding. The shaft was broken at 80 mm from the shaft- hypotube welding.